Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Device expiration date: unknown. Medical device lot #: an invalid lot # of 101972 was provided by the initial reporter. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the secondary set c61 experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: customer reported tubing sealed in two packagings, therefore the tubing was kinked.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1017972 d.4. Medical device expiration date: 1/31/2024 h.4. Device manufacture date: 7/13/2020 h.6. Investigation: a device history review was conducted for lot number 1017972. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the provided photograph our engineers were able to determine the root cause for this event was related to packaging personnel. See h.10.

Event description:
It was reported that the secondary set c61 experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: customer reported tubing sealed in two packagings, therefore the tubing was kinked.